Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having pain around implant site and they are feeling pressure. They requested assistance with turning stimulation down due to this.  They also stated they were in the hospital due to this.  They then stated they wished to turn simulation off. They successfully turned off stimulation on the call. When asked if they were still feeling pain/pressure, they responded they would monitor until the following day. They were redirected tot their healthcare provider to discuss symptoms, they mentioned they have been told the incision site looked fine. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting.